Event description:
Procedure: unknown. Reportedly, during the procedure, the patient received a burn. No details were provided about the burn, additional requests for information were not able to provide additional details about the incident. Therefore, the alleged role of this generator in relation to the incident is unclear. Note: the device was evaluated at the facility and all there were no adverse observations. The device accessories were not made available for evaluation.